Event description:
It was reported that the patient had their pump remove on (B)(6), 2011. The reason for removal was that the patient had an infection (cellulitis). No patient injury was reported. The event was not device related. The patient recovered without sequelae. The drugs in the pump at the time of the event were morphine.

Manufacturer narrative:
(B)(4).